Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 230 mg/dl. Reportedly, the customer wears the pump against their skin causing a possible temperature change to the pump prior to the occlusion alarms occurring. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.